Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: the patient's blood glucose (bg) escalated to 600mg/dl with large ketones and severe headache, severe stomachache, but no diabetic ketoacidosis (dka). Mom had been giving supplemental injections and bg was responding: able to get as low as 300-400mg/dl. Due to the severity of the medical situation, mom took patient to hospital today. In the ER the bg was 300mg/dl, with no dka diagnosis. It was determined per health care professional (hcp) the bg elevations are due to the pump as patient is responding to injections, and they do not want the patient back on this pump. Her pump was removed and she was given injections with an 20% increase, due to, per mom, no insulin delivery with pump. The patient was not admitted, but given IV fluids and sent home. The patient had seen her endocrinologist on (B)(6) 2013. The patient remains on injections, per hcp instructions, and today her bg is 100-200mg/dl which is normal for her per mom. Mom states although no mechanical defect was found with pump and no real site set or cartridge issue noted and no scar tissue were identified during the complete troubleshooting done during a previous call on (B)(6) /2013, mom and hcp are insisting pump be replaced . This complaint is being reported due to the allegation that a patient experienced hyperglycemia requiring medical intervention, resulting from an alleged insulin delivery issue with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories indicate the following: the pump was suspended on (B)(6) 2013 at 18:54 and deliveries were not resumed. A temporary basal program was run on (B)(6) 2013 at 07:48 and was completed on 15:45. A replace cartridge alarm occurred on (B)(6) 2013 at 14:34 and the alarm was confirmed and deliveries were resumed at 15:24 the same day. A replace cartridge alarm occurred on (B)(6) 2013 at 20:39 and the alarm was confirmed and deliveries resumed at 21:35 the same day. There were no alarms or errors related to the complaint observed in the black box or alarm histories; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.